Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a lap gastric sleeve procedure, there was problem unloading the device. The last load that was fired could not be opened. The retention sutures had been released during firing. The black knobs could not be pulled back to open the device so the tissue was gently pushed out of the jaw with the jaw still closed. There was no damage to the tissue. The device was handed to the sales rep. Who was able to open the load by pulling back on the retention knob with considerable force. They then tested the first load with the same gun and were able to fire the device. After the load was fired, they were able to continuously press the green button and fire the gun even though it had already been fired. The I beam and blade moved freely despite the previous firing of the staples which indicated to them that the safety lockout was not working as it should. When the surgeon placed the first load on the tissue and pressed the green button in preparation for firing, the handle had become floppy and could not be fired. No patient adverse events were reported. Current patient status is alive with no injury.